Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that the floor locks were disengaged and the table was improperly leveled. The table is approximately 18 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. The 3085 surgical operator manual states, "check floor lock system; have qualified service technician adjust if needed. 6x per year". To resolve the issue, the technician adjusted the floor locks. The table was inspected, confirmed to be operating according to specification, and returned to service. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure using a 3085 surgical table, the left foot-side base lifted off the floor while attempting to lower the patient. The procedure was completed successfully. No report of injury.